Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the entire right side of the insulin pump around the drive support cap broke off and it was missing. Customer stated that he attempted to use the device but the piston would not move and it alarmed compromised force sensor system. The customer did not recall any significant events leading to the alarm. Blood glucose value was over 100 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had a cracked and bleeding lcd glass. Also, the pump had a detached and missing end cap. Unable to perform the prime test due to the cracked and bleeding lcd glass. Unable to verify the loose drive support cap due to the missing end cap. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a scratched reservoir tube window.